Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Investigation summary: the complaint device is not being returned, it was discarded by the customer or multiples attempts for product return were made with no response, therefore unavailable for a physical evaluation. This complaint cannot be confirmed.   A non-conformance search was performed for this product code 222330, lot #l598109 combination and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: no nonconformances were identified for this part-lot number combination. Review conducted per (B)(4), per qlik query executed 11/19/2018.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported by the affiliate that during an arcr surgery when the surgeon implanted the first anchor to the patient¿s body, it was reported that the surgeon recognized the anchor was broken (crack). This first anchor was successfully implanted by using alternative anchor (p/n and lot number were unknown). Then, when the surgeon implanted the second anchor to the patient¿s body, the anchor was come off when the surgeon pulled out the inserter. This second anchor was successfully implanted by using alternative anchor (p/n and lot number were unknown) at different bone hole. It was brand new and the first use when the issue occurred. There was patient involvement reported. It was not reported if there was medical intervention or prolonged hospitalization. The status of the patient post-surgery was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.